Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device for an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient stated, "it takes so long to bond it". The patient clarified the screen would get delayed on the 90% of the retrieving pump settings screen. The manufacturer's patient services specialist (pss) reviewed information and assisted patient with clearing data. Pss reviewed therapy details. The patient will monitor and call back for assistance as needed.